Event description:
Pt's one touch basic original meter was reported to keep giving the not ok message. This issue was not resolved with troubleshooting. Pt had visited their dr, but was told to continue their insulin regimen, their oral medications, and was advised to go on a diet. There was no adverse event or medical intervention. No further clinical info was provided.